Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2010 and mesh and bs solyx were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems and bowel problems. It was reported that the patient underwent mesh revision on (B)(6) 2011 due to eroded vaginal mesh. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy, urethral dilation and colpopexy; due to sui and pop. It was reported that patient underwent mesh excision on (B)(6) 2011 concurrently with cystoscopy and bilateral retrograde pyelogram; due to eroded vaginal mesh.

Event description:
It was reported that the patient underwent vaginal mesh removal on (B)(6) 2013 by dr. (B)(6).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.